Event description:
On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) (B)(4) to report that the patient¿s onetouch verioiq meter powered off during use and reverted to the setup mode. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. During the initial call to lfs, the patient¿s spouse reported that the alleged meter issues occurred back in (B)(6) of 2013. The patient informed the csr that his normal/typical blood glucose readings in the morning, evening and bedtime were ¿around 20.0 mmol/l¿, and in the afternoon ¿between 8-10.0 mmol/l¿. The patient manages his diabetes with humulin n insulin (set dose) and humalog insulin (adjusted based on sliding scale). The patient¿s wife reported that prior to when the alleged meter issues began, the patient had developed symptoms of feeling ¿lightheaded and vomiting;¿ however, the symptoms worsened after he was unable to test his blood glucose. The patient¿s spouse reported that the patient was taken to the ER (date unknown) and was diagnosed with dka and admitted for 1 ½ days. The patient¿s wife stated the patient¿s blood glucose when he arrived to the ER was ¿67.9 mmol/l (1222 mg/dl)¿ when tested on lab device. The patient was treated with IV insulin and IV fluids. During the follow-up call, the patient did not recall how much time elapsed between when the alleged meter issues began and when he was hospitalized. The patient confirmed he continued to use the subject meter after he was hospitalized. At the time of troubleshooting, the alleged meter issues could not be resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was hospitalized with a diagnosis of dka after he was unable to test with the subject meter due to it powering off during use and reverting to the setup mode.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.